Event description:
It was reported that device entrapment occurred. A 1.25mm rotablator rotalink plus and a rotawire were selected for use. During the procedure, it was noted that the rotalink system had a rotation problem and the burr adhered to the guide, making it impossible to use both materials. No patient complications were reported.

Manufacturer narrative:
The event date of (B)(6) 2022 is estimated based on reported information.

Event description:
It was reported that device entrapment occurred. A 1.25mm rotablator rotalink plus and a rotawire were selected for use. During the procedure, it was noted that the rotalink system had a rotation problem and the burr adhered to the guide, making it impossible to use both materials. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. The proximal end, middle section, distal end, and spring tip were visually and microscopically examined. Inspection of the device found a kink at 17cm from the proximal end of the rotawire. Functional testing was performed using the returned rotawire. During testing, the returned rotawire was able to be removed with resistance, but was not able to be reinserted due to the kink in the rotawire. The event date of (B)(6) 2022 is estimated based on reported information.